Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. During testing, the pump was powered on and the display screen was blank. The pump case was removed, and evidence of moisture ingress was found on several components of the pump interior. The piston cap was also observed to be missing. Unrelated to these issues, the bolus button cover was observed to be detached and missing from the casing, and the pump casing was cracked near the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture ingress. This report is made based on results of investigation completed on (B)(6) 2017.